Manufacturer narrative:
Reported event: an event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 56 hemispherical cluster hole shell, lot unknown. 36mm anatomical head, lot unknown. Accolade 5.5 stem, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent left total hip arthroplasty on or about (B)(6) 2009 as a result of osteoarthritis. It is further alleged that the patient began experiencing persistent bilateral hip pain and discomfort. Allegedly due to worsening pain, the patient sought medical care however medical professionals were unable to resolve his disabling hip pain.